Event description:
Phlebotomist assembled the jelco 22g x 1 1/2" blood collection needle to the venipuncture needle-pro needle protection device. She proceeded to draw the patient. Once she removed the blue top, and then added the gold top, the needle, and protection device came apart from each other. The patient complained of pain since the needle went further into his arm. Phlebotomist safely removed the needle from the patient's arm, and disposed of the needle, and needle protection device. I am not aware of this occurring before. Manufacturer notified.